Manufacturer narrative:
(B)(4). The (B)(4) technical support in conjunction with the customer identified faulty user interface module as the most likely cause in this alleged event. The customer was shipped a replacement user interface module to repair the device and return it back into service. The alleged faulty user interface module was received by (B)(4) on january 21, 2015, routed to the (B)(4) failure analysis lab and staged for eval. Once the eval is complete, a f/u medwatch report will be submitted.

Event description:
The following description of the event was documented by a (B)(4) tech support specialist in response to a phone conversation with a user facility rep(s). "No pt involvement; found during check out prior to use. Inactive touch screen uim [user interface module]."